Event description:
Event description cpi received information that these two myocardial leads and two large patch leads were repaired at time of generator change out due to multiple areas of insulation degradation.